Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use when the safety button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle didn't retract even pressed the safety mechanism button."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one used non retracted unit with packaging. In addition, four photographs were submitted which displayed similarities to that of the returned unit. Through the visual/microscopic evaluation, a material was observed over the button and grip. Further inspection confirmed the material to be adhesive. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive disbursement. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use when the safety button was pressed. The following information was provided by the initial reporter, translated from japanese to english: "the needle didn't retract even pressed the safety mechanism button."